Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: red particles on the surface shell and deformation. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Additional, changed, and/or corrected data: b.6., h.6.

Event description:
Healthcare professional reported left side "grade IV capsule, textured". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "grade IV capsule, textured".

Event description:
Healthcare professional reported left side "grade IV capsule, textured". Device has been explanted.